Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "right side deflation." Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles inside of the device. Leak test was performed and found an opening. A microscopic analysis was performed which identified crease smooth opening on posterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening."

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.